Event description:
Procedure type: vats. According to the reporter: the physician tried to step tissue with (B)(4) 4.8. It was not easily possible to fire the instrument. The handle cracked before the end of the loading unit. The physician stopped the firing process immediately and opened the loading unit at the fetch-arm. It was possible to open and separate the instrument from tissue normally. Therefore, the physician used loading units type '45' to finish the surgery as vats. Additional surgery was required on (B)(6) 2012 to retrieve the counter-plate out of the patient. The radiologist noticed the counter-plate on an x-ray after the surgery.

Manufacturer narrative:
(B)(4).